Manufacturer narrative:
The hill-rom tech found the CPR engage switch needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the CPR engage switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the head of bed will raise, but will self-run down after release of the up button. The bed was located in room 275 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).